Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and had pulled up into the superior vena cava (svc). During the procedure to reposition the lead, the lead would not advance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.